Event description:
It was reported that customer experienced broken pump screen, which made touchscreen unresponsive and unreadable. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and distributor confirmed pump could start, charge, and connect to computer, while replacement pump with new serial number was arranged.